Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "the spine on the size 6x16mm ts insert sheared off and became wedged in femoral notch. No medical or operative records available. The primary knee was done in another hospital in 2007." Spoke to rep: no trauma was reported to the rep. Confirmed that no further information will be released are the hospital or surgeon.

Event description:
As reported: "the spine on the size 6x16mm ts insert sheared off and became wedged in femoral notch. No medical or operative records available. The primary knee was done in another hospital in 2007." Spoke to rep: no trauma was reported to the rep. Confirmed that no further information will be released are the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via medical review method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted triathlon insert with a crack/fracture, biological matter as well as damage consistent with attempted implantation/explantation. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: material reviewed: 10/27/2021: stryker report undated unlabeled: ap right knee x-ray. Cemented primary tka triathlon with planning tool. No gross abnormalities undated unlabeled: lateral knee x-ray. Cemented primary tka triathlon with box. No gross abnormalities other than perhaps a small lucency at box. Undated unlabeled: intraoperative photo. Knee open with exposed tka. Tibial polyethylene post fractured and lodged in the femoral notch. Confirmation: the event was confirmed. Based on the intraoperative phot the polyethylene post was broken. Root cause: the root cause cannot be determined without additional medical records. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: the event was confirmed via medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "the spine on the size 6x16mm ts insert sheared off and became wedged in femoral notch. The primary knee was done in another hospital in 2007." Spoke to rep: no trauma was reported to the rep.